Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified low scan results on the adc device in comparison to unspecified glucose readings on a healthcare professional meter. It is unknown whether the customer noted a trend arrow on the device. The customer was scared and self-treated with sweets. Subsequently, the customer had contact with a healthcare professional, who administered with unspecified treatment. There was no report of death or permanent impairment associated with this event.